Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified additional information including patient's demographics requested, but was not provided.

Event description:
It was reported that the IV tubing leaked at the connection of the pump segment while connected to the patient.